Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer was hospitalized for diabetic ketoacidosis. He received an IV of insulin and was kept overnight for observation. Upon leaving, he resumed pump usage. When he restarted his pump, he began to smell insulin. A leak was apparent from the site of his infusion set. When he removed the site, he noticed that the cannula was not fully inserted. Site was inserted the night before hospitalization. Upon changing to a new site, his blood glucose returned to normal. Customer attributes elevated readings to an incorrectly inserted cannula that he was not aware of at the time of insertion. Device not available for return.